Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and motor error alarm from the insulin pump. The customer's blood glucose reading was 300-573 mg/dl. The customer treated with the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. The customer stated that belt-clip also broke. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery or displacement anomalies noted. The motor was tested outside of the device and passed. All operating currents are within specification. The insulin pump was received without belt clip unable to confirm damage. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, scratched reservoir tube window, cracked reservoir tube and peeling address label.